Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support to reset the pump, and the same malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code recurred, which the caller acknowledged and understood.